Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high thresholds and the patient experienced phrenic nerve stimulation. The lead was no longer used.